Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address gross instability, and malposition of femur and tibial components. Revising surgeon offered no specifics regarding malposition of the components. Indicated that tibial base plate component was found to be loose, apparently removed in entirety with a few taps of an osteotome. It was unclear in the report if this was loosening at the cement to implant interface, cement to bone, or both interfaces. Patella component was retained and not revised. Depuy bone cement was used in the primary surgery. Doi: (B)(6) 2014; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad (B)(6) 2019 and (B)(6) 2019 were reviewed on (B)(6) 2019. Medical records report no intraoperative complications from primary which included patella resurfacing and use of depuy cement x 2 for a left total knee arthroplasty. The left knee that was revised for reported joint instability, component mispositioning and tibial loosening. No provided information on interface for loosening. No provided information on mispositioning. No indication that patella was revised. All other components were explanted (tibial, femoral, and insert) and replaced with non-depuy revision knee system and non-depuy cement. No intraoperative complications during revision surgery. Doi (B)(6) 2014; dor: (B)(6) 2016.